Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was noted while advancing the de vice to the lesion. The device was pushed slightly. Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 5th distal stent wraps with struts raised. Photo analysis:photo 1: an image provided shows the distal section of an sds device. Deformation is evident to the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 80% stenosis located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that the stent failed to cross the lesion. An image provided indicated stent deformation also occurred in vivo. The patient was reported to be alive with no injury.